Manufacturer narrative:
Corrected the product code in section d2a.

Manufacturer narrative:
This complaint was received via an anonymous clinical study.&nbsp; sample analysis could not be performed since samples were not provided for evaluation. This complaint will be used for trending and post market analysis.

Event description:
Per a post market clinical survey, the customer observed systemic infection (other than local) with the use of a cardinal amd gauze. This information was received via an anonymous post market clinical study; therefore, the customer information is unknown and no further information will be provided.